Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted in (B)(6) 2015 with a large gastrointestinal (gi) bleed. The source of the gi bleed was unable to be determined. At that time, the pump speed was decreased in an effort to increase pulsatility. The patient¿s international normalized ratio goal was decreased to 1.5-2.0. The patient began monthly injections of octreotide and the gi bleeding resolved. From (B)(6) 2015 to (B)(6) 2015, the patient¿s lactate dehydrogenase (ldh) levels went from 500 u/l to 1550 u/l and stayed elevated for almost three weeks. An echocardiogram ramp study was completed with a very clear negative result for pump thrombus; however, the patient¿s ldh remained high. On (B)(6) 2015 the patient experienced nausea and vomiting but was otherwise asymptomatic. The patient¿s laboratory values noted the brain natriuretic peptide (bnp) level was 396 pg/ml, ldh was 1382 u/l, hemoglobin was 8.7 g/dl and hematocrit was 26.6%. A hematologist was consulted and the patient¿s hemolytic anemia was believed to be mechanical in nature. On (B)(6) 2015, the patient was admitted for dehydration with slightly elevated blood urea nitrogen and creatinine levels. The pulsatility index (pi) parameter was in the 2.0¿s, where the patient¿s normal was in the 5-6¿s range. All other lvad parameters were normal. The patient¿s hemoglobin dropped 2 grams in two weeks but she was clinically stable. An echogram showed mild right ventricular failure but no obvious thrombus. Abdominal ultrasound noted congestion in the gallbladder and liver, and a new pleural effusion was noted. Milrinone was started for right heart failure and intravenous heparin was started for concerns of thrombus. The patient¿s bnp increased to 1553 pg/ml. The pump sounds were diminished but there was no grinding. Lvad parameters showed the estimated flows decreasing into the high 3s to low 4s lpm range. By (B)(6) 2015, the patient was in multisystem organ failure; echocardiography revealed pump thrombosis with significant right heart failure. The patient was not a good candidate for pump exchange due to her history of bleeding and electively opted out of any further surgical intervention. The patient was placed in hospice care on (B)(6) 2015 and expired the morning of (B)(6) 2015. The death certificate stated the cause of expiration was congestive heart failure with a documented pump thrombosis. The lvad pump was not explanted.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The lvad pump was not explanted and therefore is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.